Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was at the time of the incident was 419 mg/dl, down to 200 mg/dl. Customer decline to troubleshooting for high blood glucose. Customer was using auto mode at the time of high blood glucose. Customer stated that the led blinked on and off. Customer stated that the rf icon turned green. The devices will not be returned for analysis.